Manufacturer narrative:
The device had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, missing o-ring, missing endcap sticker and missing address/serial label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was broken and reservoir fell out of compartment. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.